Event description:
It was reported that universal surgical manipulator (usm) 4 had physical damage, which required usm replacement. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found universal surgical manipulator (usm) 4 the outer right presents pin to be missing with an exposed internal spring, and usm 4 failed to recognize an instrument. The fse replaced usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. Failure analysis confirmed and replicated the reported complaint. Upon visually inspection, one of the pogo pins on the carriage was found missing with the helicoid protruding out, resulting in the usm not recognizing the instrumentation, confirming and replicating the reported event. The damage could be due to physical impact from outside sources the complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to missing pogo pin. It can be resolved by replacing the usm.